Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the attachment device had liquid damage due to incorrect reprocessing, worn bearing, corrosion/rusting/pitting, heat, and vibration. It was further determined that the device failed pretest for vibration assessment and temperature assessment. It was noted in the service order that, pre-operatively, the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.